Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the drain cannula broke off during a procedure. Please note the tip was removed from the patient.

Manufacturer narrative:
Alleged failure: tip broke off. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. (B)(4).

Event description:
It was reported that the drain cannula broke off during a procedure. Please note the tip was removed from the patient.